Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Imagery was provided by the site showing the burst balloon post-procedure. The burst appeared to be radial and longitudinal on the tapered length of the inflation balloon. The balloon appeared wrinkled and attached to the nose tip.  Per the description summary, "it is believed the sinotubular junction (stj) calcium caused balloon burst." Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences.   A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon.  In this case, a balloon burst would have aided in the separation of the balloon. Available information therefore suggests that patient (calcification) likely contributed to the complaint events.   No visual abnormalities were observed on the returned photo and dimensional measurements could not be taken as the device was not returned. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the 26 mm commander balloon ruptured during implant inflation in the aortic position via transfemoral approach. The valve was fully inflated with nominal volume. Balloon aortic valvuloplasty (bav) was not performed. During commander balloon retraction, there was difficulty removing the delivery system and the esheath tip flared upon removal. The patient is alive and well. The native annulus area measure 541 mm2. It is believed the sinotubular junction (stj) calcium caused balloon burst.